Event description:
It was reported that a spectrum pump displayed constant air in line alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.